Event description:
The customer reported that the device was not sealing properly. They noted that the tissue was not completely dry after the seal. The first device used in this procedure can be referenced on 3006451981-2013-00022. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.